Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion. The patient experienced a return of incontinence that led to the discovery of the urethral erosion. The physician scoped the patient in the office noting the erosion. Following the explant surgery, the patient fully recovered.